Manufacturer narrative:
It was reported that during procedure the navitor valve was repositioned twice because of a incomplete stent opening and was replaced with another valve of same size. The investigation of returned valve at abbott found no evidence of damage or anomalies with the stents. All three leaflets had limited mobility when manually manipulated and appeared to be dehydrated which precluded using it to perform functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the cine review performed at abbott, valve was noted to be under expanded. The cause of the reported valve under expansion could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vison valve was chose for implant using a small flexnav delivery system. During procedure, the valve was repositioned twice because of a incomplete stent opening and it got removed. A new 25mm navitor vison valve and small flexnav delivery system were chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.